Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a hot system controller was not confirmed. A review of the log files showed overlapping data spanning approximately 5 days (09jul19 ¿ 13jul19 per time stamp). There is no indication of controller temperature in the log files. System controller, serial (B)(4), was functionally tested and found to operate as intended during analysis. No alarms were produced during testing. The controller was able to support pump function for an extended period of time. Temperature testing was performed on the controller during mock loop testing. A temperature sensor, t1, was placed on the lcd of the controller and t2 was placed on the back battery cover. The temperature of the controller remained within specification during testing. A root cause for the reported event was not conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient's treatment for infection and thrombosis captured under MFR # 2916596-2019-03457; report for controller pc-20884-d captured under MFR # 2916596-2019-03613. Approximate age of device- 2 years, 4 months. The device is expected to be returned for evaluation. It has not yet been received. The patient remains ongoing awaiting heart transplant. No further information was provided. A final report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a heartmate ii left ventricular assist device (lvad) on (B)(6) 2017. The patient underwent a vacuum cleaning therapy procedure for infection on (B)(6) 2019 during which complications of thrombosis were suspected. The system was removed in the early morning of (B)(6) 2019 due to the deterioration of the patient's condition on the background of thrombolysis. During transportation to the operating room, controller became hot and replace controller alarm was reported. Controller pc-20736-d was replaced with pc-20884-d. Approximately 15 minutes later, the replacement controller was hot, alarming low flow, the batteries were exhausted, and the controller failure error repeated. It was reported the pump stopped by itself. The cardiologist confirmed with the surgeon during the revision and removal of vacuum therapy system from pump pocket, there was no flow though outflow graft. The controllers will be returned for investigation. No additional information was provided.